Event description:
A call was received through technical services, reporting the patient received a shock and noise was noted on the egm. Suspected fracture of the pace/sense electrode which was then capped off. It was further reported that the lead was fully explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The proximal conductor was fractured, the defib conductor was distorted, cut, and fractured (overstress), and blood/body fluid was found on all conductors (not obstructed). Additionally, blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking (esc). There was an outer tubing esc breach/breach (non-electrical), and the outer insulation was breached cut. The helix/lobe was distorted/bent, and blood was found in/on the helix/lobe mechanism. The analyst noted that the lead was received at analysis with the steroid ring missing, and it was not possible to determine at the time when this had occurred. Additionally, the exposed right ventricular defib coil was found to have fractured (overstress) at 54 cm, and was cut at 62 cm. The interior cable was fractured (overstress) at 54.5 cm, and heavy explant damage was visible.